Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Reported to the FDA on october 25, 2016. (B)(4).

Event description:
Complaint from a nurse reporting a non-return valve (nrv) fault after one hour of use. Reporter stated "the product did not allow drainage of urine." The patient was connected to the device and was given lasix. Urine flow was apparent above nrv but not below. A doppler performed on bladder showed approximately 200ml of fluid in bladder. Device was disconnected from catheter and passed the inner tube of a pen through the proximal end of device tubing to open nrv and then flushed catheter to ensure no blockage. Reconnected catheter to the device but still no flow. Removed device and changed to a simple drainage bag and urine flowed. Approximate measurement of urine in bag was 300 ml. No patient harm was reported.

Manufacturer narrative:
Corrected data: model # has been corrected from the previously submitted initial MFR report# 3007966929-2016-00098, reported to the FDA on october 25, 2016. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on november 03, 2016.